Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that a no disposable alarm occurred. No patient injury was reported.

Manufacturer narrative:
Product is beyond a year from manufacture date of 2006-09 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on (B)(6) 2014) and there was no indication the complaint was related to previous service of the device. H6: health effects, health impact updated, corrected data: h6: evaluation codes conclusion.